Manufacturer narrative:
Internal file number - (B)(4). Lot #: the clip that experienced the single leaflet device attachment could not be identified, so the full lot #s of the possible clips are reported below: 60718u196, 60718u188, 60720u194. The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lots that would have contributed to the reported event. Additionally, a review of the complaint history revealed no similar incidents. The reported patient effects of worsening mitral regurgitation (mr) and mitral valve injury (tissue damage), are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. All available information was investigated, and the reported difficulties appear to be due to case circumstances. It is likely that the patient anatomy contributed to the reported tissue damage and single leaflet device attachment (slda) resulting in recurrent mitral regurgitation (mr). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and chordal rupture. It was reported that on (B)(6) 2016, three mitraclips were successfully implanted, reducing degenerative mitral regurgitation (mr) from grade of 4 to grade <1. In (B)(6) 2017, echocardiography noted that the middle clip of the three implanted clips (60718u196, 60718u188, 60720u194) detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Mr grade increased to 3-4 and chordal rupture was noted. On (B)(6) 2019, a second mitraclip procedure was performed. Two clips were implanted reducing mr to <1. No additional information was provided.